Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found in good condition. A global receiver functional test was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed finding no errors. A manual sound drop test was performed on the receiver and it passed. "Try it" function test was performed on the receiver and it passed. Evaluation was completed as non-reproducible. The complaint could not be confirmed. The root cause could not determined post investigation.